Event description:
It was reported that a pump under infused dopamine to a patient. The incorrect concentration of dopamine was selected in the customer's medical drug library by the nurse. As a result of the under infusion, neosynephrine was administered to the patient.

Manufacturer narrative:
(B)(4). There is no information which suggests a malfunction actually occurred. The customer has reported that n incorrect dose mode was selected by the user. The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.